Manufacturer narrative:
(B)(4). Date sent: 6/7/2023. D4: batch # 176c81. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned bailed out, with shrouds and nozzle damaged, and with a gst60b reload. The reload was received approximately half-fired. The bailout mechanism was not able to be reset and as such the device was not test-fired due to this condition. After difficulties resetting bailout, the articulation, closing, and knife homing functions each displayed additional difficulties. After subsequent troubleshooting it was determined that these difficulties stemmed from the incomplete bailout reset process and were not due to an inherent defect of the device. The device event log was reviewed. A software error was found that caused the device to disable firing and articulation function as a safety measure to prevent any inadvertent harm to the patient. The device can recover from this state by reinserting the battery. No conclusion could be reached as to what may have caused the shrouds and nozzle to be damaged. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 176c81, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during that during a laparoscopic gastric sleeve procedure that on his second fire on the staple on the blue reload he pulse fired it one third of the way and waited ten seconds and pulse fired again one third of the way and waited ten seconds went to fire a third time to complete the cycle and the device did not fire. The battery lost connection. They had to manually override and draw blade back and was able to open it. Another like device was used to complete the procedure. There were no adverse consequences for the patient.